Event description:
It was reported that after a non-abbott guide wire was crossed, the 2.0 x 15 mm trek was advanced; however, it would not cross, so a non-abbott balloon was used for predilatation. The 2.0 x 15 mm trek was advanced again for additional predilatation; however, the balloon would not inflate. An indeflator was used to inflate the balloon outside the patient and leaking was confirmed from the balloon. No additional predilatation was performed. A xience v 2.5 x 18 was deployed to complete the procedure. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast visible in the tightly folded balloon and in the inflation lumen, consistent with preparation and a leak while in the patient anatomy. An indeflator, filled with water, was used to inflate the balloon; however, fluid was observed leaking at a 1 mm tear in the balloon over the distal marker. There were no scratches visible. Tears in the balloon can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. The leak was located over the distal marker along a fold crease. In this case, it was reported that no leaks were noted during preparation for use, which may indicate that the tear was not present prior to the procedure. It is possible that the balloon was damaged/pinched during manufacturing such that upon inflation attempt, the balloon tore as a result of the damage, though this cannot be confirmed. It was also reported that initially the trek was introduced and advanced in the vessel; however, it could not cross the lesion. After predilatation with another device, the same trek was reintroduced at which time the failure to inflate was noted. It is possible that interaction with the lesion or anatomical conditions, removal and reintroduction of the balloon catheter contributed to the reported event. Physical resistance when crossing a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and 2/3 collapsed balloon profile were measured and met manufacturing criteria. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. In this instance, the reported physical resistance appears to be related to the operational context of the procedure; although a conclusive cause could not be determined for the tear in the balloon, a potential product deficiency has been identified. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: suoh, fielder fc, sion blue. Guide cath: terumo 6 f il3.5. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.